Event description:
The customer reported an issue with the screen freezing on device. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.